Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse was informed the customer replaced the pre filter prior to their arrival to the customer site. Fse reviewed chromatograms from the morning run and ran patients samples with the customer but could not duplicate error. The fse and customer ran quality control (qc) and all result were within specification and without any errors. The instrument is functioning as intended and was released. No further actions are required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual chapter 1 introduction and applications states the following: interpretation of results the sa1c measuring range is 4.0 - 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. The most probable cause of the reported issue is unknown and could not be duplicated. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving high total area on their g8 instrument and requested service. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.